Event description:
It was reported that the event involved a male patient diagnosed with acute mycardial infarction and shock. The drugs being administered were acetylsalicylic acid (asa), clopidogrel, unfractionated heparin (ufh). The intra-aortic balloon (iab) was inserted through a sheath which was inserted in the right femoral artery. There appeared to be blood in the helium line. The state of the patient was stable. There were no reported patient complications. As a result, the patient outcome was "good". Another balloon was not used.

Manufacturer narrative:
Evaluation: the intra-aortic balloon (iab) was returned. The guidewires, sheath, and pump tubing were not returned. The iab was broken/cut just above the bifurcation cuff, approximately 9 mm. There was blood on the interior & exterior surfaces of the bladder & bifurcation. The catheter was unraveled at the point where it was cut. The one-way valve was attached to the short tubing. A vacuum was pulled on the one-way valve & held. The balloon portion of the iab assembly was leak tested & no leaks were detected in the bladder or catheter. The bladder portion was examined under magnification & no abnormalities were observed. A device history record (DHR) review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. There are 3 possible sources for blood to enter the iab; broken central lumen, hole in the catheter or hole in the bladder. Due to the condition of the returned assembly, it cannot be determined if the central lumen was the source of the leak, however, there were no leaks detected in the bladder or catheter. The reported complaint could not be duplicated. Action taken is to monitor & trend for similar reports of this type.